Event description:
It was reported the actual residual volume (arv) was 7ml and the expected residual volume (erv) was 1.9ml at one refill, and at another refill the arv was 7ml and the erv was 2.1ml. The past 2 or 3 refills had an arv greater than the erv. It was unknown if there were any alarms, and the logs had not been checked. The concentration of bupivacaine was going to be reduced. The patient was recommended to have an epidural catheter placed for 5 days to break their pain cycle. The pump was used to deliver clonidine, bupivacaine and dilaudid. No patient outcome or intervention was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was later reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 7-8 ml and erv: 2.5 ml. The health care professional had noticed a volume discrepancy at refills in which the arv is greater than the erv over the prior 6-9 months. Over the course of a little over a month, the patient had complained of increased underlying pain. A cap dye and roller study results were both negative. The patient had positive cap aspiration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the actual residual volume (arv) was 7ml and the expected residual volume (erv) was 1.9ml at one refill, and at another refill the arv was 7ml and the erv was 2.1ml. The past 2 or 3 refills had an arv greater than the erv. It was unknown if there were any alarms, and the logs had not been checked. The concentration of bupivacaine was going to be reduced. The patient was recommended to have an epidural catheter placed for 5 days to break their pain cycle. The pump was used to deliver clonidine, bupivacaine and dilaudid. No patient outcome or intervention was reported. If additional information is received, a follow-up report will be sent. (B)(6) 2014 crts 3167185 (hcp): it was later reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 7-8 ml and erv: 2.5 ml. The health care professional had noticed a volume discrepancy at refills in which the arv is greater than the erv over the prior 6-9 months. Over the course of a little over a month, the patient had complained of increased underlying pain. A cap dye and roller study results were both negative. The patient had positive cap aspiration. (B)(6) 2015 mpxr 235754; lfc (hcp,rep): it was late reported that, following being ¿t-boned¿ in a motor vehicle accident, the patient experienced significant pain the right shoulder, which appeared to have become better as of the date of this visit. The patient did start having pain in both of his feet. There were no fractured bones. The patient did have to go to the emergency room. The patient started complaining of a stabbing sensation that was throbbing in nature. The patient was evaluated by a pain management physician. The patient had multiple epidural injections, medications, and a spinal cord stimulator, which had not been very beneficial. The patient¿s pain appeared to have started on his left foot. It had been radiating upwards and was currently radiating into his right leg. Standing and bearing weight had been quite difficult. The patient was unable to wear shoes. As a result of his increased pain, he had been very depressed. He had been seeing a psychologist on a regular basis. He had been given some pain medications, which had been of some help to him. The patient went into his hcp¿s office, reporting an increasing amount of pain. His symptoms of complex regional pain syndrome appeared to have become very extensive. This was associated with significant edema of the legs and swelling. He also appeared to be having significant and edematous blotches around the ankle, more on the left side. This had been extremely painful. The patient had had 2 injections of prialt, 2mcg and 4mcg, which had not been very beneficial to the patient. Also, the use of the intrathecal pump had been helpful a little, but made him quite sleepy. The patient had recently undergone 5 days of a ketamine infusion, which had not been very beneficial. The patient continued to be very stressed about the situation. The patient continued to have a lot of discoloration in his feet. He had been finding it very difficult to come to terms with his disease process. He appeared to have been very incapacitated. He had not been able to bear weight. The patient still had been having quite a bit of pain. He had been using his personal therapy manager (ptm) up to 10 times per day. The patient had difficulty walking. It was noted that, compared to prior to the pump placement, the patient¿s symptoms had improved. However, they were still bothering him significantly. The patient was wondering about what other options were available. The patient had been working hard to lose weight. He had lost approximately 70 pounds in weight. The patient was complaining of issues with his right leg. He had been having some difficulty. It also appeared to be quite painful. He was quite concerned that it may be related to the spread of complex regional pain syndrome. The patient recently had an independent medical examination (ime). The doctor had suggested that he would perhaps benefit from some therapy. During the last interview, the patient had indicated that he had been falling a lot. There appeared to be some confusion. He had not been sleeping well. He apparently had difficulty with staying awake when he woke up at night. He would fall asleep standing. This resulted in him ¿performing¿. He did not feel that it was related to the extra doses of bupivacaine. When the patient was seen in the hcp¿s office, he appeared to be quite upset. There had been a significant increase in swelling of the right lower extremity. This had been associated with significant hyperesthesia, burning, ¿5-like sensation¿. He also had pain radiating up into the ¿height¿. The patient felt that his leg wasn¿t ¿boiling water¿. The patient¿s pain control had been extremely poor. He had significant swelling of both extremities with associated redness and significant hyperesthesia. He also had a stabbing sensation and burning sensation. This had prevented him from being able to sleep at night. The use of the pump had not been very beneficial. The patient was quite depressed. He felt that this ¿is marked what the living¿. It appeared that the psychological benefits had been stopped. His bowel movements had been regular. He was able to perform activities of daily living. He did continue to walk using a cane. The patient appeared anxious. The patient had a pain level of 10 with activity. The patient had a moderate limp while walking. He had increased pain with range of motion of the ankle and increased hyperemia with hanging of the legs. The patient¿s hcp was not satisfied with the current pain management. It appeared that the combination of medications was not working out very well for the patient. The hcp explained to the patient that he needed to stay active. He also needed to continue to exercise on a regular basis. He also explained to the patient the importance of good posture and weight control. On (B)(6) 2014, a pump refill was performed. When the hcp emptied the pump, it had about 8ml of solution. This was the 3rd or 4th time this had happened. On the advice of a manufacturer representative, the hcp was able to flush the pump 3 times with 20ml of normal saline. The hcp was able to fill the pump with a combination of hydromorphone, bupivacaine, and clonidine. Telemetry was performed. The setting on the pump had not been changed. During the interview, the patient indicated that he had been quite depressed. He explained that he was not likely to hurt himself. The patient was referred to a psychologist or psychiatrist. On (B)(6) 2015, a pump refill was performed. When the hcp emptied the pump it noted that patient had about 9ml of solution left in the pump. It was noted that this was the 5th time that there had been more medication than what was expected. This was despite that the actions that were taken on advice from manufacturer representatives. The hcp explained to the patient that he was unable to guarantee the function of the pump. At this time, the hcp recommended that it was appropriate to replace the pump. The patient did think that he was getting about 25-30% less medication than prescribed. This would be why he continued to have significant pain issues. Prescriptions for the necessary medication had been given. The hcp planned to see the patient for his next refill in (B)(6) 2015. As of (B)(6) 2015, a catheter revision had been planned but had not yet been performed. However, it was also noted that the ¿change for the pump revision¿ was not until (B)(6) 2015. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) pertains to reported hyperemia and hyperesthesia.